Event description:
The reporter contacted animas on (B)(6) 2012, stating the buttons gradually progressed from intermittent responsiveness to virtually unresponsive due to the entire keypad tearing and mostly peeled off from the pump. The reported alleges the tactile changes began before the keypad damage. The pump was reportedly not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was torn around the ok, up and down buttons. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up and contrast key contacts. Unrelated to the complaint, evaluation revealed the display screen was cracked around the edges and the display was discolored/faded, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.